Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the physician noted the remaining battery longevity decreased from 33 percent to 15 percent in one week for the subcutaneous implantable cardioverter defibrillator (s-ICD). Device data was sent to engineering for review as premature battery depletion was suspected. Engineering reviewed the stored information and noted it appeared the battery usage has increased at a gradual rate and suggested the device be explanted within 62 days prior to reaching end of life (eol). At this time the s-ICD remains in service and no adverse patient effects were reported. Additional information was received that the s-ICD was explanted and replaced. No additional adverse patient effects were reported. The device has not been returned at this time. Attempts to obtain the device are being made. If returned analysis will be performed and this report would be updated at that time.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that the physician noted the remaining battery longevity decreased from 33 percent to 15 percent in one week for the subcutaneous implantable cardioverter defibrillator (s-ICD). Device data was sent to engineering for review as premature battery depletion was suspected. Engineering reviewed the stored information and noted it appeared the battery usage has increased at a gradual rate and suggested the device be explanted within 62 days prior to reaching end of life (eol). At this time the s-ICD remains in service and no adverse patient effects were reported. Additional information was received that the s-ICD was explanted and replaced. No additional adverse patient effects were reported. The device has not been returned at this time. Attempts to obtain the device are being made. If returned analysis will be performed and this report would be updated at that time.